Event description:
Customer reported that the insulin pump was alarming, squirting the insulin out during manual prime, was unable to exit from preparing to prime loop and the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to prime during the prime test due to protruded/loose drive support disk. No prime alarm noted during testing. The insulin pump was received with scratched lcd window, cracked lcd window at bottom right side corner, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.